Manufacturer narrative:
A specific root cause was not identified. Additional information was requested for investigation but was not provided. Discrepant low results are typically caused by sample pipetting issues. This customer has had ongoing issues where the root cause was determined to be pre-analytical issues. During a review of the alarm trace, several abnormal sample aspiration alarms were observed on the e602 module. The field service engineer (fse) replaced the sample probe assembly and verified the liquid level detection settings for the sample probe.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous low results for 2 patient samples tested for elecsys tsh assay (tsh) and elecsys ft4 ii assay (ft4 ii) on a cobas 8000 e 602 module. The erroneous results were not reported outside of the laboratory. Patient 1 initial ft4 ii result was 3.63 pmol/l and the initial tsh result was 0.047 uiu/ml. The sample was repeated and the ft4 ii result was 18.91 pmol/l and the tsh result was 0.630 uiu/ml. Patient 2 (female, (B)(6)) initial ft4 ii result was 3.70 pmol/l and the initial tsh result was 0.048 uiu/ml. The sample was repeated and the ft4 ii result was 20.71 pmol/l and the tsh result was 1.13 uiu/ml. There was no allegation that an adverse event occurred. The ft4 ii reagent lot number was 21545500; the expiration date was not provided. The tsh reagent lot number was 21513100. The expiration date was not provided.